Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support for a complete supply change and had not been wearing an infusion set since the prior night, after which a new 23-inch, 6 mm infusion set was placed and the blood glucose decreased from 401 mg/dl to 376 mg/dl; the ilet did not alert for the high glucose. Symptoms included no reported clinical symptoms. Outcomes included no need for assistance from others and no medical intervention or hospitalization. Investigation included troubleshooting and user education regarding infusion set use and supply replacement. Investigation of this case revealed user-related interruption of insulin delivery due to absence of an infusion set, with subsequent correction after infusion set application, and no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error resulting in hyperglycemia from interrupted insulin delivery.